Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported that an implantable collamer lens (icl) tore/broke during injection delivery into the eye. The lens was intraoperatively implanted and removed. The patient experienced elevated iop and pupil block. Cause of the event was a user error.

Manufacturer narrative:
Additional information: it was later reported the initial data that was reported was provided in error. Claim is not reportable/serious and initial medwatch report should be disregarded. Claim#: (B)(4).